Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the device found the pump in good condition. A review of the event history log found that the pump delivered medication as programmed. Functional testing involved delivery accuracy testing and found the device was within manufacturing specifications. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a smiths medical cadd-legacy® duodopa pump was found to have the wrong settings with the morning dose set too low and the continuous rate too high. Hyperkinesia was noted in the patient and the pump rates were set back to normal. There were no reported interventions and there were no further adverse patient effects.